Event description:
General report received of an unspecified number of undocumented incidents of breakage of the distal tip of the option-lok male adapters. The option-lok male adapter of extension tubing sets and were being used to deliver unspecified medications. The customer contact reported that when the nurses inserted the luer into the connector of the extension tubing sets, a significant amount of force was needed to attain the friction lock. After an unspecified length of time, the nurses attempted to disconnect the option-lok male adapters from the female adaptors of the extension tubing sets. It was reported that when the nurses attempted to disconnect the option-lok male adapters from the extension tubing sets, the nurses had to pull very hard and "rock" the end of the plum tubing sets back and forth. At this time, the customer contact indicated that an unspecified volume of blood leaked from the female adapter of the extension tubing set onto the patients and the ground. The extension tubing sets were replaced. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to any patients. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.